Event description:
A doctor alleged that the fusio self-adhesive flowable composite was too thick did not adhere to the floor of the restoration during procedures on five (5) patients. This is the first of five (5) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. The doctor drilled out the composite and replaced the restorations using a different product during the same office visit. To date, the patient is doing fine. The product was returned and a visual and physical evaluation was performed, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.